Event description:
It was reported that during a lap nephrectomy procedure, after firing and removing the device, it had cut but did not staple at all. There was some blood loss, but the quantity was not known. No blood products were required. Opened another device to complete the procedure. There was no patient consequence.